Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing congestion. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing congestion. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown brown sticky residue and potential black hairs/fibers, inconsistent with degraded sound abatement foam, on the outside of the front panel. Unknown white dust-like contamination and potential black hairs/fibers, inconsistent with degraded sound abatement foam, on the top enclosure near the sd port, unknown white, brown, and black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet. Unknown white dust-like contamination in the air inlet of the blower box. Unknown brown sticky residue, white dust-like contamination, and potential black hairs/fibers, inconsistent with degraded sound abatement foam, around the iso (international organization for standardization) port. Unknown brown, white, and black dust-like contamination, inconsistent with degraded sound abatement foam, inside the iso port. Unknown brown contamination on the bottom of the pca. Unknown white dust-like contamination on the top, bottom, and inside of the blower motor and on the blower outlet seal. Unknown white dust-like contamination in the blower box. Black contamination, consistent with keratin, unknown black dust-like contamination and potential hairs/fibers, inconsistent with degraded sound abatement foam, in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.